Event description:
It was reported that when transferring from the device screen to the analyzer screen, the programmer froze and a majority of the screen was a beige/white color. The power was recycled but the exact same thing happened again and the connection between the radio frequency head and the programmer was requested to be verified as solid. It was also noted that the tabs that hold the rear compartment door were broken. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device has data drive corruption. Broken tabs on power cord bay door. ECG (electrocardiogram) connector is loose.